Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The lay user/patient's aunt contacted animas on (B)(6) 2012 to report a low blood glucose (bg) excursion while the patient was on the pump. The reporter stated that on (B)(6) 2012 at 6am, the patient was found "unresponsive" by his grandmother who is his caretaker. His blood glucose was 54 mg/dl when checked and it was reported that the patient's grandmother administered a glucagon injection and then contacted emergency services. When emergency services arrived they tested his bg and obtained a result of 58 mg/dl. The patient was transported to the ER. It is not known if the patient received additional treatment either by ems personnel or during the ER visit. It was noted that the patient was released from the ER. After ER visit, the patient was taken for a doctor's office visit and placed back on the pump at 8:47am that same morning. The reporter stated that at the time of the doctor's office visit the patient's bg was 268 mg/dl and was given a correction bolus of 1.05units. The reporter informed animas customer support that the patient's bgs are usually in the 200-300 mg/dl range. Prior to low bg excursion, it was reported that the patient's bg was 328 mg/dl when checked at 2am on (B)(6) 2012. Per ezbg recommendation, the patient was given a 1.8 unit bolus for bg of 328 mg/dl. Review of pump settings at the time of troubleshooting revealed that the pump's time was behind by approximately 50 minutes. The reporter confirmed that all basal segments in the pump were correct and that the patient was using the correct program. The reporter stated the patient's grandmother was informed by the patient's hcp that too much insulin was given during the night for the elevated bg of 328 mg/dl without considering other insulin still working. Review of pump settings revealed that insulin on board setting (iob) was set to 3 hours. Prior to correction bolus given at 2am on (B)(6) 2012, the pump history indicated (B)(6) 2012. After review of the subject pump, animas customer support informed the reporter that the doses given by the pump were calculated correctly based on the programmed pump settings. The reporter was instructed to follow up with patient's hcp regarding the event and to determine if any adjustments to the pump settings were needed. Although, troubleshooting did not reveal a malfunction of the device, this complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box begins on (B)(4) 2013. Information from the reported event date on (B)(6) 2012 has been overwritten in both the black box and history due to continued pump use. The available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29-hr flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.